Manufacturer narrative:
Critical pump error (open book image) not confirmed during testing. Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to download history files and traces using thus due to flashing white display. Unable to upload carelink due to flashing white display. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor and motor home switch. The pump did not have a battery installed when received. The pump was received without the original battery cap. Using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 23-apr-2024 due to flashing white display/download anomaly. Unable to perform the history review 1 week prior to the event date 23-apr-2023 in the pump history file due to flashing white display/download anomaly. Unable to perform the pump passed the functional test due to flashing white display. Unable to confirm alleged low bgs. Critical pump error (open book image) not confirmed. Flashing white display was confirmed due to corroded electronic assembly. Unable to download confirmed due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: pump does not have auto mode feature.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to over delivery of insulin while manually injecting as the pump had a critical malfunction. The customer was treated with glucose injection and was also taken in ambulance. The event involved product(s) mmt-1712kl. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The customer did not use the auto-mode feature of the insulin pump at the time of reported event. No further patient complications were reported. The customer discontinued the use of the insulin pump mmt-1712kl will be returned for analysis. Updated summary: customer reported having a critical pump error in the pump and then switching to manual injections. He said he probably injected himself with too much insulin, resulting in a low blood glucose on april 23, 2024. Ambulance was called. The low was treated with glucose injection. Customer also said the insulin type and concentration was not correct based on doctor's guidance. Troubleshooting was done. Customer will not continue to use the pump. Pump is returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.